Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose. The customer¿s blood glucose (bg) level was displayed as ¿low¿; however, a specific value was not provided. Customer consumed glucose gel and carbs to address the bg level. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer updated their settings to address the event.